Event description:
No new information.

Manufacturer narrative:
The complaint of a leak from the connection was confirmed and the cause appeared to be manufacturing related. Six photographs and one 22g insyte autoguard IV catheter was returned for investigation. A functional test revealed a leak at the connection with the blue luer adapter. A portion of the inner edge of the adapter exhibited deformation, which likely affected the seal between the male luer and the blue catheter adapter. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the infusion solution leaks out from the connection due to poor engagement with the infusion line.